Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately eight months following the implant of this transcatheter bioprosthetic valve, mild paravalvular leak (pvl) was reported and no treatment was prescribed. No adverse patient effects were reported. Additional information reported that the patient experienced shortness of breath (sob) approximately six and a half years following implantation of the transcatheter aortic valve (tav). The sob persisted for one year without change. Approximately seven and a half years post-implant, an echocardiogram demonstrated an increase in the aortic valve mean gradient to 19.0 mmhg; the prior gradient was not reported. The patient was classified as new york heart association (nyha) functional class ii. The patient was also noted to be on existing prescriptions for a non-steroidal anti-inflammatory drug and an anticoagulant. No treatment or intervention was performed. Per the physician, the increase in aortic valve mean gradient was considered probably related to the valve. A follow-up echocardiogram was scheduled for two months later. No adverse patient effects were reported. At the eight-year follow-up, transthoracic echocardiogram (tte) showed trace paravalvular and total aortic regurgitation. At the ten-year follow-up (approximately ten years and one-month post-implant), tte demonstrated progression of paravalvular/total aortic regurgitation to moderate severity. No impact on the patient, treatment or intervention was reported.